Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center with no initial alleged complaint.during the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles was found. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The previous report has incorrectly mentioned event date. In this report the box b: event date is corrected/updated.